Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A review of where the pole clamp adapter is attached to the pump was performed, and the screw inserts being removed or ripped out was observed which prevents further use of pump on a pole clamp. The reported condition was verified. The cause was determined to be from the screw inserts being pulled out from the bottom case which is where the pole clamp plate attaches to the pump. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pole clamp of unspecified quantity of novum iq syr pumps fell off from the back plate, causing the screw ports to be pulled out and the back plate to be broken. Additionally, unable to attach another pole clamp. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.